Event description:
A caller reported a malfunction on a pump, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to reach out if the malfunction code appeared again, and they acknowledged the guidance provided.